Event description:
After completing nasal septal surgery at hosp. Merocel packs were placed in both nasal fossae of pt. A short time later, upon fully awakening from anesthesia in the recovery room, the pt sucked in forcibly through their nose, and aspirated one of these merocel packs into trachea. Pt subsequently asphyxiated on the pack. Although md was able to retrieve the pack through an emergency tracheostomy, the pt eventually succumbed to the asphyxiation. Md has performed a literature search and has failed to identify any other cases of nasal pack aspiration causing asphyxiation due to the product. Md would like to know if this is a common occurrence with these nasal packs. This has never happened before in one of their pts.